Event description:
Morphine sulfate via pca pump initiated. Order for basal rate of 3 mg/hr. Error discovered after 14 hours. Patient's condition remained stabledevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: incorrect technique/procedure. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: no. Corrective actions: device discarded, user education provided, other. Invalid data - on device destroyed/disposed of status.